Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device handle was sticking and the surgeon had to flick fingers forward to open the jaws completely. The surgeon completed the case with the device, manually opening the jaws. Patient has no injury.